Event description:
It was reported that the device and leads were explanted due to bacteremia. The patient was enrolled in the (B)(4) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 439688 implantable pacing lead, implanted: (B)(6) 2012; product ID: 693565 implantable tachy lead, implanted: (B)(6) 2012. (B)(4).